Event description:
Caller reported a reading of 356 mg/dl with freestyle then a second reading within 15 minutes of 196 mg/dl. Thirty minutes later, a reading of 182 was received. Batteries were changed and a reading of 261 mg/dl was received. Time between last two tests was not provided. Customer reported that previous insulin shock had occurred but did not provide details.